Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed ventricular unspecified oversensing. No intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested, but not received yet.